Event description:
Pt had multiple breast surgeries progressing from silicone implants to removal of same & insertion of saline implants. Last procedure date 1998 in this institution. Pt recently presented to the physician's office with c/o deflated left saline implant. The implant that was removed today was implanted in another hospital.